Event description:
Crews responded to a trauma call, patient condition not reported. The pt was moved into the transport rig and disposable defibrillation electrodes were attached. Reportedly, the device displayed dashed lines in paddles lead and the medics were unable to deliver a shock to the pt. The second out crew arrived on scene and their device was obtained. The same electrodes were used and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the short delay in attaching the back up device and the pt's injuries.